Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD was programmed in doo mode during implantation so as to use electrocautery and achieve hemostasis. The physician expected pacing, but the pacing was reportedly inhibited, even though the device was in doo. The patient is pacing-dependent. Preliminary analysis revealed that the device was correctly pacing in doo mode. The most probable hypothesis to explain the reported issue is that at least one of the ECG electrodes was not properly attached. As a result, when the physician used electrocautery, the egm was not properly recorded.

Manufacturer narrative:
Preliminary analysis results were erroneous; the reported absence of pacing during the implantation procedure is attributed to emi switches operation. Please refer to the attached analysis report.

Event description:
Reportedly, the ICD was programmed in doo mode during implantation so as to use electrocautery and achieve hemostasis. The physician expected pacing, but the pacing was reportedly inhibited, even though the device was in doo. The patient is pacing-dependent. Preliminary analysis revealed that the device was correctly pacing in doo mode. The most probable hypothesis to explain the reported issue is that at least one of the ECG electrodes was not properly attached. As a result, when the physician used electrocautery, the egm was not properly recorded.